Event description:
Patient underwent laparoscopic gastric adjustable banding at (B)(6) community hospital on (B)(6) 2015 with no complications noted at the time of surgery. Post operative upper gi series was performed and the impression was a normal postop lap band study and patient discharged the following day. On(B)(6) 2015 the patient presented to the emergency department at another facility complaining of nausea/vomiting and described an aching pain in the left upper and lower quadrant of the abdomen. A CT of the abd/pelvis was performed which identified a small cylindrical foreign body within the posterior aspect of the pelvis on the left. The patient was transferred back to (B)(6) community hospital for further work up and was taken to the operating room for an exploratory laparoscopy, lysis of adhesions and removal of a foreign body. Upon elevating the right fallopian tube a small piece of white apparent foreign body was identified. This was removed and was noted to be approximately 1.5cm piece of the lap band tubing without any evidence of infection or any other pathology. Patient was discharged without any complications. Upon inspection, the foreign body appears to be the tip of the lap-band ap system that appears to have broken off.